Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: were any difficulties experienced with device intraoperatively? No, there were no difficulties intraoperatively. Were there any hemostasis issues intraoperatively? No, no hemostasis issue were observed. Were any staple formation issues noted throughout care of patient? No, no staple formation issue was noted. Were any blood products required? The patient did not need a transfusion, but extra monitoring was necessary to make sure the hematoma was controlled. What was done to address issue? The care team monitored the patient post-operatively in case intervention was necessary - it was not. Why does the surgeon believe that a deficiency of the staple line reinforcement caused issue? The surgeon did not say exactly what he believed to be the cause of the hematoma, however he did mention that the only thing that he changed in his technique was the slr (from seamguard). He did not claim it was the slr that caused the hematoma, and he still thinks the product works based on successes in other cases. Additional information received: surgeon been using echelon for 5 yrs now, previously medtronics. Total of 12-16 cases, previous seamguard user. Typical selection: 1st grn, followed by gold, 3 blue the rest, usually 5 reloads total. Unhappy with hemostasis with slr compared to seamgaurd- more oozing and scalloping. Not always waits 15 but pulse fires echelon + at facility. Same reload selection used with seamguard. No staple form issues. Wide variety of bmi¿s. Oozing usually at grn and gold but once whole staple line. No post-op issues.

Event description:
It was reported that hours post op to a sleeve gastrectomy, the patient developed a hematoma. No other information is available.